Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was experiencing a battery life issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: the pump data from the time of the event was unavailable due to continued patient use of the pump. The current black box data showed no evidence of short battery life. The pump battery compartment was observed to be cracked below the grip pad and the pump case was cracked near the upper right hand corner of the display. The pump battery cap was not returned for testing. A test battery cap was inserted and was able to secure to the pump appropriately. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and no evidence of moisture or loose components was found.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.